Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds) referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed to report thrombus during use of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. During the procedure, it was observed in echocardiogram images that the patient started to suffer filiform thrombus. The physician increased the heparin dose, but it is thought that there was some resistance from the patient to the anticoagulation. The steerable guide catheter (sgc) had been advanced and placed in position, and also when applying m knob to the clip delivery system (cds) the echosonographer noted thrombus on the clip. The physician decided to remove the cds and sgc and end the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this complaint. Based on the information reviewed, a conclusive cause for thrombosis could not be determined in this complaint. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and medication requirement was a result of case specific circumstance as aspiration was performed due to thrombosis and heparin dose was increased. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of product issue with respect to manufacture, design, or labeling.